Event description:
It was reported that the 9800 system had a max dose output that measures 7.094 r/min which is above the (B)(6) regulation of 5.0 r/min. The system is not down at this time. No pts were involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Service representative completed an ma limit calibration of the system. The system was tested and found to be working as intended and placed back into service.